Event description:
Biomed manager reported that the as50 pump was run at 0.60 ml/min instead of 0.60 ml/hr. 40cc of dopamine infused over 1 hour and 15 minutes. Cardiology was notified and responded. The pump was configured differently than the other pumps. The ml/min mode was the first mode to be displayed, instead of the ml/hr mode.